Manufacturer narrative:
(B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink luer activated valve sets in which caused the unspecified pump to alarm. It was further reported that the tubing alarmed with a high rate of infusion with different drugs that were used; the drugs were unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.